Manufacturer narrative:
492-pc boards were replaced. 61- the boards were evaluated by the MFR and found the cause ot the failuire was related to liquid spillage.

Event description:
While connected to a pt, the therapist noticed that all of the front panel lights were blinking and there was a chirping alarm. The pt was removed from the ventilator with no injury.